Manufacturer narrative:
This complaint is being reported out of an abundance of caution as there is no information available to determine if a device failure or malfunction directly or indirectly factored into the death documented in tga case: (B)(4). A device service history review could not be peformed as an instrument serial number was not provided. Trends were reviewed for complaint category death. No trends were detected for this complaint category. The assessment is based on information available at the time of the investigation. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted. Adverse event terms: death.s.k. 12/15/2020

Event description:
While performing a reconciliation of the australian tga database daen-medicines using the search criteria of inomax (nitric oxide), we could not find any evidence within our device complaint database that case: (B)(4) had been reported to mallinckrodt by the reporter. A complaint, comp (B)(4), was then opened in order to capture the information within case: (B)(4). Case: (B)(4): number of reports (cases): 1 (multiple adverse events have been reported for some patients). Number of cases with a single suspected medicine: 1 (the tga thinks there is a possibility that the medicine caused the adverse event). Number of cases where death was a reported outcome: 1 (these reports of death may or may not have been a result of taking a medicine). Report entry date: 16-jul-2020. Age (yrs): not available. Gender: not available . Medicines reported as being taken: inomax (nitric oxide) - suspected. Meddra reaction terms: product use issue. As case: (B)(4) did not contain either the name of the reporter or the name of the reporter's facility, we are unable at this time to perform any follow-ups regarding this case. As there was no mention within this case of any device related issue or malfunction, this case is being reported out of an abundance of caution.